Event description:
Healthcare professional reported right side deflation. A complete deflation was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a cracked valve seat diaphragm valve was observed, and a delamination partial observed on the valve assessed as an adhesive failure. Additional observations: white particles observed inner the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. A complete deflation was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Health code f2203 - imaging required. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.